Event description:
The following has been reported: alarm pump problem, no patient involvement, unable to download logs a preliminary review of the device log files was not performed by fresenius kabi. The device was returned for evaluation. The pump was turned on and a red pump alarm occurred. Log files were pulled and the pump had multiple air compressor failures. The engineering pneumatics plate was placed in pump and a mock infusion was attempted. No problem arose confirming the air compressor to be the source of the failure. The pump was opened to inspect for internal damages. The lcd screen has half the screen dark. The retaining plate is cracked. Both lower loading pins (left and right) had old style pins with a full ring around them, and the compression springs were stuck below them. The fva lip seals, loading pin lip seals, and valve pins had excessive debris built up on them. The lip seals, and valve pins and their channels were cleaned with alcohol. The valve pins had debris on them that couldn't be removed with alcohol. The air compressor, lcd screen, retaining plate, left lower loading pin, right lower loading pin, fva valve pins, fva lip seals, and loading pin lip seals will all be removed and replaced.